Manufacturer narrative:
On july 16th, 2021 tandem diabetes care was informed of an additional event with the customer¿s pump: it was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (usb communication inoperable). The information will be used for tracking and trending purposes.